Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an performa meter, compared to a professional meter, within 10 minutes: 140 mg/dl (performa meter) and 300 mg/dl (doctor's meter). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The wrong conclusion code was selected on the initial report for this event. This supplemental report is being sent to provide the correct conclusion code.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned. As indicated, on initial report retention testing results were acceptable.